Event description:
A biomedical technician (bmt) reported smoke associated with a 2008t machine. The bmt found a damaged valve. There was no patient involved. In a follow up, the bmt said when the event happened the machine was in the back and was not being used. No alarms went off. The staff claimed there was smoke, but bmt did not observe it. The bmt removed valve 33 and replaced it with a brand new one. A wire issue caused the solenoid to overheat and begin to swell. There was no other damage to the machine or wall outlet. An electrical leakage test was performed afterwards and nothing was out of range. There are no samples available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.